Manufacturer narrative:
UDI related data quality updates only on 26 sep 2024, FDA communicated discrepancies related to emdr reports, reviewing the discrepancies some follow-ups have been done. The correct brand name was entered (section d1) according to the gudid database. The k-number in the section g4 was updated: k192827.

Manufacturer narrative:
Batch review performed on 06 october 2023. Lot 2107725: 17 items manufactured and released on 15-nov-2021. Expiration date: 2026-10-28. No anomalies found related to the problem. To date, 15 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 year and 9 months from the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem and head and the surgery was completed successfully.